Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality control was within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an annual preventive maintenance and a total service call. The cse replaced the probe assembly as a part of preventive action and verified the instrument functioning. The cse re-visited the customer site and replaced the sample manifold, dilution well assembly and sample valve. The cse then reconfigured the sample probe positions at the dilution well and verified positions and speeds of the sample valve and dilution well assembly. The cse also verified operation of the instrument and the customer ran quality controls and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that there were no further issues with dilution post service. The hsc specialist also stated that prior to the service, the customer had performed manual versus onboard dilution and the manual dilutions were acceptable. The cause of the discordant hcg results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant human chorionic gonadotropin (hcg) results were obtained on multiple patient samples on an immulite 2000 instrument. The samples were run neat and diluted, resulting different each time. For each patient, the customer reported the result that matched closely with another result from the same sample. The results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant hcg results.